Event description:
During product evaluation by a service technician, an infuso.r. Pump was found to have a damaged syringe holder. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter. (B)(4). The root cause of the damaged syringe holder is unknown. No repairs have been performed at this time. If any additional relevant information is received, a follow up MDR will be sent.